Event description:
Per the clinic, the patient experienced pain and a skin overgrowth on the abutment and subsequently was treated with topical antibiotics and topical steroids (specific date and duration not reported). The patient underwent revision surgery to remove the excess skin on (B)(6) 2023. It was reported that the patient also developed an abscess at the abutment site and experienced abscess drainage.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023.